Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2003 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a colopexy, perineorrhaphy, cystoscopy, and suprapubic catheter placement due to stress urinary incontinence and posterior detachment of rectovaginal septum. Following insertion, the patient experienced pain, erosion, infection, urinary problems, and dyspareunia. The patient also reported diabetes in 2011. The patient underwent mesh revision in 2004 and in 2009.